Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.5/+3.5/73 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On the same day separate surgery, a replacement lens of the same parameters was implanted. The cause of the event was the device. Cause details provided: "the lens got teared after injection. Had to explant and exchange with a new one". Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -17.50/3.5/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023.the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed. Cause of the event is reported as device, may be due to wrong lens loading or injection. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).